Manufacturer narrative:
Other, this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The pump event history showed a system failure: force sensor bridge test alarm in error history log (ehl). During the evaluation, the cause of the reported issue was duplicated. The root cause of the reported found no fault found. The technician replaced the force sensor, plunger board, plunger cable, left plunger case, worm coupling, leadscrew and main board. Device passed all functional and delivery tests.

Event description:
It was reported that a force sensor bridge test failure, and the force test calibration did not work. No patient injury was reported.